Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device number 30083699l, and no internal action related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. During the procedure, a thrombus was discovered on the tip of the a thermocool® smart touch® sf bi-directional navigation catheter. The issue was resolved by changing the catheter for another one. The procedure was completed without patient's consequence. Additional information received indicates a smartablate generator was in use on power control mode and the patient has not exhibited any neurological symptoms since the procedure was completed. The reported issue of thrombus (clot) has been assessed as an MDR reportable malfunction.